Manufacturer narrative:
Two images were received for evaluation. The first image is a photograph of a cine showing the silverhawk in the patient. The distal assembly coil section of the silverhawk exhibits stretching of the coil and kinking. The second image is a photograph of the silverhawk. A guidewire has torn free of the guidewire lumen in the distal half of the coil section of the distal assembly and the distal assembly exhibits a kink. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a silverhawk device for treatment of a 90% stenosed plaque 40mm lesion in the patients proximal tibial/popliteal trunk. Slight tortuosity and calcification were reported. IFU was followed and the device was prepped without issue. The procedure used a 7fr non-mdt sheath and a 0.014" non-mdt guidewire. It is reported the wire became wrapped around the device and caused the wire to break in half. The distal tip of the device also broke in half. This was noticed when withdrawing the device after performing atherectomy. The distal tip of the device would not fit through the sheath. The sheath, wire, and device had to be removed together. No component embolisation occurred. The incident occurred after atherectomy had been performed and the physician stopped the procedure after the incident. The patient had a minor hematoma related to removing the sheath while still heparinized.